Event description:
A patient underwent a transoral incisionless fundoplication (tif) procedure. Throughout the tif procedure, the physician reported issues when delivering fasteners from the esophyx device and troubleshooted the problem. One stylet was reportedly outside of the gray molding and would not retract. The esophyx device was uneventfully removed form the patient. There is no reported patient impact.

Manufacturer narrative:
The returned device was evaluated at merit medical and an adhesive bond between one of the fastener tubes and distal shaft end was found separated. Based on the available information received by egs, the cause of the reported incident could not be conclusively determined. There was no reported patient impact associated with this incident and merit medical deemed the incident as non-reportable at the time of the initial complaint. Egs has now determined if there is a recurrence of this malfunction, a serious adverse event may occur. Therefore, this incident is now reportable.

Manufacturer narrative:
This medwatch supplemental report is being submitted for more robust device coding and use of annex a as requested by the FDA. Merit medical systems inc. 1600 west merit parkway south jordan, ut 84095 (B)(4). Corrections to this medwatch report: updated a codes to include 1536, 1384, and 1670.